Event description:
A report was received via social media that a non-confirmed patients spinal cord stimulator (scs) came apart. The patient underwent an explant procedure.

Event description:
A report was received via social media that a non-confirmed patients spinal cord stimulator (scs) came apart. The patient underwent an explant procedure.

Manufacturer narrative:
Correction to the initial MDR. This event was reported in MFR report no. 3006630150-2017-04231.